Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after changing infusion supplies, with blood glucose readings over 400 mg/dl for an estimated eight hours and no alerts or alarms reported; the user replaced the infusion site during the call, but the removed site could not be examined to assess for a bent cannula. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no use of backup therapy, and no hospitalization. Investigation included troubleshooting and education by customer support, including guidance to replace the infusion set and monitor for improvement. Investigation of this case revealed an unclear cause of hyperglycemia, with a potential infusion site or cannula issue not verifiable due to disposal of the set; the event involved an infusion set (inset) with proper loading steps reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.